Event description:
During initial application a screw head sheared off while the set screw was being torqued down. Both peieces were recovered. Another screw was used to com plete the procedure. Patient is progressing normally.